Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported problem. Physio repaired other unrelated issues and confirmed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause for the reported device failure to deliver energy could not be determined.

Event description:
It was reported that the device would not discharge charged energy. Furthermore, the device was reported to give the "abnormal energy delivered" message while shocking into paddle wells. There was no patient use associated with the event.